Manufacturer narrative:
Investigation summary: bd received two photos for investigation, which confirmed a glass chip within the tube. A review of the device history records did not identify any anomalies, and no related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with established specifications. This complaint has been confirmed for the failure mode: foreign matter inside product / fluid path. However, bd was unable to determine the definitive root cause. Based on the assessment of severity and occurrence rate, no corrective or preventive actions are warranted at this time. Complaints related to this device and failure mode will continue to be monitored and trended. The data will be routinely reviewed to identify any potential emerging trends requiring further action.

Event description:
It was reported while using an unspecified number of bd vacutainer® nh (sodium heparin) 170 i.u. Blood collection tubes, bits of plastic were contained in the tubes. No adverse impact was reported regarding the patient or user.